Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to pass downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation states all calibration values were within specification, including ultrasonic sensor, within normal range. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. Additionally, unable to be tested with original customer intravenous (IV) tubing as the IV tubing was not identified/returned, unable to determine if issue may result from specific customer tubing setup. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapy with a spectrum pump, an alarm did not generate when a downstream occlusion occurred. It was further reported the door of the pump could not be closed "without alarming", and that the pump generated alarms for downstream and upstream occlusion as expected. The pump was set for continuous intravenous (IV) infusion of fentanyl (0) drops ¿gtt¿, however, the actual volume to be infused in the bag was approximately 70-80 ml. A kink in the tubing inside the channel was found so the IV tubing was removed and changed to another pump. The fentanyl bolus was administered, and the pump did not alarm for occlusion, or did not "indicate a partial programmed dose was being administered". The user was required to increase the settings on the ventilator. It was reported the patient experienced tachypnea, became more restless, and had increased perceived pain prior and to the events. It was reported one hour ¿post administration¿, "the patient appeared less restless and slightly less tachypneic. No additional information is available.